Event description:
The cordless driver 3 was sent for service and during evaluation conducted at the manufacturer, the device ran on its own without user activation. There was no pt involvement and no adverse consequences associated with the device.